Event description:
In 2008, the patient reported that he has been experiencing difficulty with the headsets of his infusion sets. He stated that they are pulling out of his body and the cannulas are becoming bent. He stated that he has only experienced this issue with his current box of infusion sets. He stated that within 36-48 hours after use the adhesive begins to peel and the bottom of the headset is coated with blood. He stated that he cleans the insertion area with IV prep prior to use and he uses an insertion device to insert the headset. No physiological effects were reported. The patient was sent a shorter 8mm cannula to try. Upon follow up on four days later, the patient reported that the shorter length cannula is working well. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.